Manufacturer narrative:
Event date is estimated. Literature review details: a. Milwidsky, et al. Catheter cardiovasc interv. 2021;1¿8. Doi: 10.1002/ccd.29785 division of cardiology, montefiore medical center and albert einstein college of medicine, bronx, new york, USA. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ischemic cardiomyopathy was status post-left ventricle assist device(lvad) heartmate 3 and was admitted for low-flow alarms, progressive dyspnea, and increasing diuretic requirements 12 months post implant. A transthoracic echocardiogram (tte) showed dilated left ventricle(lv) with atrioventricular(av) opening on all observed beats with moderate right ventricle (rv) hypokinesis. Chest cta showed prominent smooth filling defect in the outflow graft along the bend relief, as well as a focal area of stenosis distal to the bend relief. Invasive ¿graftography¿ was performed via the right common femoral artery (cfa) showed a long filling defect in the area of the bend relief with a point of acute angulation immediately distal, suggestive of concomitant kinking. A stent was placed with excellent angiographic results and immediate improvement in lvad flows. The procedure was complicated by vascular closure device failure requiring open vascular repair of the femoral artery. She was discharged on warfarin and aspirin.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of an extrinsic outflow graft obstruction and outflow graft kink could not be confirmed as no product or images were submitted for evaluation. The study reported that the placement of a stent resulted in immediate improvement in flow. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft: in ¿preparing the sealed outflow graft,¿ the user is instructed to keep the bend relief disengaged for de-airing, and in ¿attaching the sealed outflow graft to the aorta,¿ the user is instructed to stretch the sealed outflow graft completely and then measure and cut it to the appropriate length. In ¿attaching the sealed outflow graft to the pump,¿ the user is instructed to tighten the screw ring completely until it stops clicking, and also to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.